Manufacturer narrative:
Findings: pump was received with totally destroyed case, electronic assembly and lcd. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to physical damage pump. (B)(4).

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 164 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided